Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the initially reported failure to power off but did observe the failure to complete the defibrillation charge cycle. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed therapy pcb assembly in the failure analysis center. The cause of the reported failure was determined to be a damaged integrated circuit chip, designator u50.

Event description:
The customer initially reported that their device had its service indicator illuminated and the device would not power off. Upon the evaluation of the device by physio-control, it was observed that the device would not complete the defibrillation charging process. The defibrillation energy had to be dumped and would not be available for a shock, if needed. There was no patient use associated with the reported failure.